Event description:
It was reported that a patient underwent a hepatectomy on (B)(6) 2024 and suture was used. One of the 8 needle-sutures of this product used during the wound closure had formed like a bump and was frayed. The product was used on the muscular layer of fascia. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please provide additional details about the alleged deficiency.=>in one of the 8 sutures, the suture got frayed. - did the suture thread or the needle demonstrated the alleged deficiency?=>unk - lot number? =>unk.